Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Steerable guide catheter was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve. Visualizing the clip was difficult due to the anatomy and poor imaging. The clip was implanted successfully. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 3-4. Two additional clips were implanted to stabilize the slda clip. The mr was reduced to 2+. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (thickened leaflets) and user technique/procedural circumstances (difficulty visualizing the clip). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.